Event description:
On (B)(6) /2013, the reporter contacted animas, alleging a damaged display issue. The screen is cracked and cannot be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2013 with the following findings: the pump powered on and the display was blank. The pump case was opened and the display was observed to be crackeded. The cracked display was removed and replaced with a test display and found to be fully functional. Further testing was prohibited due to the blank display.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.